Event description:
This customer contacted philips with questions about an artifact message in the event file. The involved pt died, but the customer has stated that the device was not at all a factor in the pt outcome.

Manufacturer narrative:
This customer contacted philips with questions about an artifact message in the event file. The involved pt died, but the customer has stated that the device was not at all a factor in the pt outcome. One shock was advised and given. The other shock advisories did not advise a shock. There was no report of failed operational checks. The event file was reviewed and showed that the device and algorithm behaved as designed and intended. There was no malfunction of the device. There was a user misunderstanding.